Event description:
Baxter reports that a minicap fell of the transfer set. This event refers to second of two instances. The minicap had fallen off either while the patient was in the shower or unexpectedly into the pants of the patient. Although prophylactic antibiotics (type unknown) were administered, there was no patient injury or further medical intervention required.

Manufacturer narrative:
Samples were not available for analysis. Renal product surveillance, quality engineering, along with plant manufaturing, will continue to monitor this product line.